Event description:
It was reported that the first channel on a nim 2.0 response was ¿not working¿ intraoperatively at the beginning of a parotid case. As a result, the surgeon decided to cancel the case. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.